Event description:
It was reported that during an endovascular procedure the subject guidewire fractured inside the microcatheter. The procedure was completed successfully. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure the subject guidewire fractured inside the microcatheter. The procedure was completed successfully. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was retuned and the reported lot number was confirmed from the packaging label. During visual inspection the guidewire found broken in 2 segments (6cm distal segment and 209 cm proximal segment). The core wire distal end was observed through the distal tip dome. The hydrophilic coating of 2 segments were hydrated and there were no anomalies noted. The distal segment was inspected and the core and platinum wire were visibly broken inside the nitinol tubing at the proximal end of the distal segment. The proximal segment was inspected and the core wire and platinum wire were visibly broken inside the nitinol tubing at the distal end of the proximal segment. Functional testing was not performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Analysis of the returned device found the guidewire was returned broken in 2 segments and the nitinol tubing, core wire and platinum wire were broken on both segments which indicates the device fractured during the manipulation inside the microcatheter. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of the guidewire broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.